Event description:
Customer reported their adc meter would not turn on with the test strip. Customer stated as a result, they were unable to test and experienced symptoms of headaches, lightheadedness, dizziness, and "seeing spots". Customer also stated she lost consciousness. However, she denied that paramedics were called and no third party intervention was required. No diagnosis was reported. Customer stated she drank juice to help counteract her symptoms. It was discovered during troubleshooting, the customer had ordered, received and attempted to use incompatible test strips. Attempts were made to clarify the medical event and product issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Customer was attempting to use incompatible test strips. No product investigation is required. A replacement meter and compatible test strips have already been sent to customer. This is a final report.